Event description:
Update: additional info provided on 7/23/2002 noted that the pt's initial diagnosis for the procedure was pelvic pain. This was a known case of endometriosis anf fibroid uterus with secondary infertility. The pt underwent a diagnostic hysteroscopy and laparoscopic clearance of the pelvis. The uterus was severely retroverted and fixed as a result of adhesions secondary to pelvic endometriosis and adhesions. There was no definite fibroid identified at laparoscopy. The pt's abdomen was irrigated with saline intraoperatively and post-operatively intergel was placed in situ. Post-operatively the pt was given an injection of rocephin 1 gm. IV intraoperative and an injection of metronidazole and zinacef q 8 hourly for 3 doses. The pt was discharged on oral metronidazole and zinnat for a total of 5 days of post-operative antibiotics. On post-op day 2, the pt returned to the ER with severe epigastric pain. She is known to have severe gastritis and could not tolerate oral antibiotics. She was readmitted and IV antibiotics were restarted and the 5 day course was completed. Pt's fever started on post-op day 3 and on post-op day 13 the pt was afebrile. She still complained of a vague abdominal discomfort for 3-4 weeks post-op.

Event description:
It was intially reported via the distributor's medical director: "the following is an e-mail from a surgeon and the only info available at this time except for the fact that the pt received intergel. The orginal operation was supposed to be a myomectomy, but when was scoped it was found that there was a completely retroverted fixed uterus with an almost obliterated recto-vaginal pouch. A second surgeon freed the pod (pouch of douglas), tested the tubes and removed a small subserous fibroid. On day 3 post op pt was readmitted and had a fairly raised wbc count. Update: additional info provided on 7/2002 noted that the pt's initial diagnosis for the procedure was pelvic pain. This was a known case of endometriosis and fibroid uterus with secondary infertility. The pt underwent a diagnostic hysteroscopy and laparoscopic clearance of the pelvis. The uterus was severely retroverted and fixed as a result of adhesions secondary to pelvic endometroiosis and adhesions. There was no definite fibroid indentified as laparoscopy. The pt's abdomen was irrigated with salein intraoperatively and post-operatively intergel was placed in situ. Post-operatively the pt was given an injection of rocephin 1 gm. IV intraoperative and an injection of metronidazole and zinacel q 8 hourly for 3 doses. The pt was discharged on oral metronidazole and zinnat for a total of 5 days of post-operative antibiotics. On post-op day 2, the pt returned to the ER with severe epigastric pain. Pt is known to have severe gastritis and could not tolerate oral antibiotics. And was readmitted and IV antibiotics were restarted and the 5 day course was completed. Pt's fever started on post-op day 3 and on post-op day 13 the pt was afebrile. And still complained of a vague abdominal discomfort for 3-4 weeks post-op.

Event description:
It was initially reported via the distributor's medical director: "the following is an e-mail from a surgeon and the only information available at this time except for the fact that the patient received intergel. The original operation was supposed to be a myomectomy, but when the pt was scoped it was found that the pt had a completely retroverted fixed uterus with an almost obliterated recto-vaginal pouch. A second surgeon freed the pod (pouch of douglas), tested the tubes and removed a small subserous fibroid. On day 3 post op when the pt was readmitted the pt had a fairly raised wbc count. This come down to upper normal range on day 6. The fever usually ranged between 38-39 degrees centrigrade. More often the spikes were in the evening. The patient has mild pain and also complained of frequency of micturition but the urine tested clear and the pt did not complain of dysuria".